Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoirs have leaked. The blood glucose reading is 253 mg/dl. Customer changed the infusion set due to high blood glucose. The customer stated that insulin was in the reservoir compartment. The insulin leaked past the second o-ring. Nothing further reported.

Manufacturer narrative:
Inspected three randomly sealed reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per inspection. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked in place properly.